Manufacturer narrative:
Investigation: 1 picture was returned by the customer. It was reported that tubing bulged at the internal portion of the pump segment. After observation of the photo, it was a determined that a bulge can be seen at the internal portion of the pump segment. Therefore, the complaint can be verified. A device history record review for model 11532269 lot number 20066037 was performed. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of bulge/ balloon in silicone segment / pump segment with lot #20066037 regarding item #11532269. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing bulged. The following information was provided by the initial reporter: material no: 11532269 batch no: 20066037. It was reported that tubing bulged at the internal portion of the pump segment. We experienced an issue with the tubing bulging when the chemo nurse went to administer a continuous infusion chemotherapy containing doxorubicin, etoposide, and vincristine. The tubing bulged right at the internal portion of the pump segment. It was reported that the nursing staff had unclamped all three tubing clamps. When the infusion bag/set was brought back to our pharmacy it was discovered that the last clamp was indeed clamped. This could have been due to the nurses removing the infusion from the pump and reclamping for security/safety. However, once the pharmacist unclamped the pinch clamp the bulge dissipated and the infusion was able to be delivered.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing bulged. The following information was provided by the initial reporter: material no: 11532269 , batch no: 20066037. It was reported that tubing bulged at the internal portion of the pump segment. We experienced an issue with the tubing bulging when the chemo nurse went to administer a continuous infusion chemotherapy containing doxorubicin, etoposide, and vincristine. The tubing bulged right at the internal portion of the pump segment. It was reported that the nursing staff had unclamped all three tubing clamps. When the infusion bag/set was brought back to our pharmacy it was discovered that the last clamp was indeed clamped. This could have been due to the nurses removing the infusion from the pump and reclamping for security/safety. However, once the pharmacist unclamped the pinch clamp the bulge dissipated and the infusion was able to be delivered.